Event description:
The user facility reported that the tr band large was applied to right wrist of patient after diagnostic left heart catheterization (lhc). The radiology tech who placed the tr band noticed a small hematoma forming after placing the band on the patients wrist and attempted to adjust the band with assistance from another tech. They were able to handle the local hematoma before patient was sent back to recovery. The patient recovered with no issues. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab products manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct d4 catalog number as it was intially reported as trb29-lrg however, the user facility confirmed it was actually trb24-reg.the investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for closure procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible the band was not placed correctly initially, leading to complications resulting in a hematoma. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).